Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer was assisted in troubleshooting for failed battery test. Customer's blood glucose level was unknown at the time of incident. Customer stated that battery cap and battery compartment had no damage. Customer stated that batteries were securely fastened and battery slot was aligned properly. Customer reported that failed battery test was received. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.